Event description:
The perfusionist found, at the end of the ecc procedure, a blood leakage at the de-airing port level. No clinical consequence was reported. Ref: #(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The defective sample is not available for investigation since it was scrapped after the operation. Nevertheless, the sample serial number is available and an investigation for the product documentation will be performed. A supplemental medwatch will be submitted if further info becomes available.